Event description:
Customer stated that there is an issue with the up and down buttons on the insulin pump. The buttons were frequently unresponsive. The customer returned the insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive keypad during testing due to unlocked connector on lcd board. Insulin pump had a crack on the reservoir tube lip.